Event description:
During a pta to the inferior genicular artery, the balloon burst at eight atmospheres. An anterograde approach was used via the femoral artery. The target lesion was heavily calcified and 90% stenosed. The product appeared perfect during pre-use inspection, and no anomalies were noted during prep. A second savvy was used to successfully complete the procedure. There were no adverse consequences to the patient. As per the reporting affiliate, no additional patient or procedural information is available. The product is available for evaluation and testing; however, it has not been received.